Manufacturer narrative:
The carefusion field service engineer evaluated the ventilator and found cracked exhalation valve housing replaced exhalation valve housing. Ventilator passed all testing.

Event description:
The customer reported that while in pt use the ventilator monitor continues to read low minute volume, with 650 set they only got 250 back. All alarms were functional. The pt was removed from the ventilator and placed on another ventilator. No pt harm.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service tech is anticipated but has not yet begun.